Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('three years post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), depression ("depression"), fatigue ("fatigue") and bladder disorder ("poisons /toxins still being released by bladder"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, urinary tract infection, migraine, depression, fatigue and bladder disorder outcome was unknown. The reporter considered bladder disorder, depression, fatigue, fibromyalgia, medical device removal, migraine and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('three years post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('three years post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), depression ("depression"), fatigue ("fatigue") and bladder disorder ("poisons /toxins still being released by bladder"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, urinary tract infection, migraine, depression, fatigue and bladder disorder outcome was unknown. The reporter considered bladder disorder, depression, fatigue, fibromyalgia, medical device removal, migraine and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events urinary tract infection, migraine, depression, fatigue bladder disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('three years post hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.